Event description:
It was reported that during a 1st obtuse marginal coronary artery stenting procedure, the patient experienced a non-serious myocardial infarction. Post procedure there was a slight elevation of creatinine kinase-myocardial band (ck-mb). On (B)(6) 2013. Ck-mb was elevated more than 5 times the upper limit. The patient did not experience angina. No treatment was provided. On (B)(6) 2013, the event resolved and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of myocardial infarction is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.